Manufacturer narrative:
Investigation results: the power supply was received with the hanger has been bent and there is the sound of a loose component from inside the case. The functional test was performed with a reference hemopro device and hemopro d.c. Extension cable which found that both green leds did not illuminate when the power supply's switch was activated. The hemopro switch was then activated but would not energize heat on the jaw to produce energy. There was no output voltage measured from the power supply. The reported failure is confirmed. Maquet will ship the power supply to our OEM, starion, for further investigation. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis report. (B)(4).

Event description:
The hospital reported that at the beginning of the endoscopic vein harvesting procedure, the hemopro device was connected to the power supply and the power supply was no longer working. The green light on the power supply stopped coming on. A back up power supply and replacement cable were connected to the same hemopro device to continue the case and the procedure was completed. No pt complication was reported by the hospital.